Event description:
The nurse complained of a discrepant inr result for 1 patient from coaguchek xs meter serial number (B)(4) compared to the laboratory result. At 10:35 am the result from the meter was >8.0 inr. At 10:35 am a sample was collected for the laboratory and the result was 5.3 inr. There was no adverse event. The patient was "stable". The patient was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet, no new illness, no changes in coumadin, no bleeding, and no bruising. The patient's therapeutic range was 2.5 - 3.5 inr. Retention test strips (294947-11) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.